Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was observed to be in backup vvi mode during follow up. Intervention was attempted but the device could not be reverted. The patient was stable.

Event description:
New information received indicated that the magnetic resonance imaging (MRI) mode was not programmed at the time of procedure.